Manufacturer narrative:
E1(initial reporter facility name: (B)(6) medical center). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) had inspected the pyxis module cable, retractor band, and row board cable where all the components were undamaged hence this issue was resolved by reseating the row board cable and the pyxis module cable connections. The system functioned as intended after the field service engineer had resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed, and device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.